Event description:
After pre-dilatation with a 2.5mm ptca balloon, another manufacturer's stent was inserted, but could not cross the moderately calcified target lesion. Therefore, a 2.5mm diameter x 18mm length medtronic ave s540 stent delivery system was inserted and tracked to the target lesion in the distal left anterior descending artery. It was not possible to cross the target lesion with the stent delivery system. During the attempts to cross the target lesion, the stent dislodged from the stent delivery balloon in the proxmial left anterior descending artery. Subsequently, the stent was deployed successfully in the proximal left anterior descending artery at the site of stent dislodgement. There was no further treatment to the distal target lesion. There was no additional clinical sequelae reported relative to the event.